Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name sensight; product ID b3300542m (serial: (B)(6)); product type: 0200-lead; implant date (B)(6) 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that impedance out of range on right lead. On the (B)(6), device was interrogated and oor alert came up patient was programmed on 9- c+ 9c was high out of range. All bipolar and monopolar combos with 9c were high. Additionally, 10c was high. This contact is not being used all combos with 10c are high. This is new out of range impedance reading. When asked about falls or trauma to the dbs areas, father reported they were in a car accident (B)(6). He reported seatbelt hit her hard in the chest. Contact 9c was removed from her active programming and 9a and 9b were increased to compensate. No longer received the oor an alert at this programmed setting. Battery was listed as 2 years 11 months at the program which gave oor reading. Left lead had prior out of range impedance. Today 9/18/25 contact 0, 1a, 1c are out of range. Patient is programmed 2- c+. Patient clinical outcome was positive, patient has had seizure reduction from pre dbs baseline. Issue remains unresolved, no surgical intervention planned.